Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead was mcrodislodged. A lead revision was performed. In addition, lead impedance measurements had not changed and sensing was appropriate, however threshold measurements were increased. An x-ray revealed the lead was still located in the atrial appendage. This lead was successfully repositioned, no adverse patient effects were reported.